Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-aug-2023. H6: investigation summary: one sample and one photo was provided to our quality team for investigation. Through visual inspection, damage in the barrel was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred due to product jamming within the equipment during the assembly process.

Event description:
It was reported that the bd plasticpack syringe was damaged causing leakage. The following information was provided by the initial reporter, translated from french to english: we had a 50 ml bd syringe with a defect in the "outer wall". As this equipment is used to prepare cytostatics in clean rooms, I unfortunately no longer have the packaging with the batch number. When the syringe was used, the liquid sampled flowed through the plunger.

Event description:
It was reported that the bd plasticpack syringe was damaged causing leakage. The following information was provided by the initial reporter, translated from french to english: we had a 50 ml bd syringe with a defect in the "outer wall". As this equipment is used to prepare cytostatics in clean rooms, I unfortunately no longer have the packaging with the batch number. When the syringe was used, the liquid sampled flowed through the plunger.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.